Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and an unknown drug (stated as a ¿numbing agent¿ with an unknown name) at unknown concentrations and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient couldn¿t get their personal therapy manager (ptm) working. It was noted that the patient was able to give their self a bolus at 7 a.m. That day. The ptm code 8286 meaning empty reservoir was seen. The date of the event (B)(6) 2017. It was indicated that the patient was not due for a refill and was scheduled to have the pump filled on (B)(6) 2017. The consumer was to follow-up with a healthcare professional (hcp). No symptoms or complications were reported or anticipated.